Manufacturer narrative:
E1 correction: the reporter¿s information was updated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that during surgical intervention on (B)(6) 2025 the l4 drg lead on the right side was fractured and a portion of the lead remains implanted. Therapy was restored post procedure.

Event description:
It was reported that the patient was unable to set their ipg to MRI mode, experienced ineffective therapy and grabbing sensation with their drg system. Diagnostics revealed low impedances on right l4, right l3 and left l4 drg leads. As a result, surgical intervention may take place at a later date to address the issue. It is unknown which leads caused the issue.

Manufacturer narrative:
Date of event is estimated. The allegation is against 3 of 4 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, model: mn10450-50a, UDI: (B)(4); serial: (B)(6); batch: 6543256.